Event description:
It was reported that patient had nickel sized necrotic wound at the bottom of implantable pulse generator (ipg) site. The patient underwent an ipg repositioning procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.